Event description:
End user states the head motor shaft is broken and it dropped down while the end user was using the bed. Customer was not injured. Customer states he keeps falling out of the bed as well, but he states this is due to the width of the bed. He states he has no rails on the bed right now. End user was refered back to apex medical for service or replacement. No further information provided.